Event description:
It was reported that the patient was implanted approximately six months ago. The hcp had to revise the neurostimulator pocket because the implant eroded through the skin. The patient was itching around the implant site because of a titanium allergy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the neurostimulator involved in this incident was not made by this manufacturer. It was a competitive neurostimulator.